Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3465 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was observed that when the PICC line was flushed it back flowed into the other lumen. The line was removed and a fracture at the distal part of the lumen was observed

Event description:
It was reported that it was observed that when the PICC line was flushed it back flowed into the other lumen. The line was removed and a fracture at the distal part of the lumen was observed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and the extension tubing markings were partially worn. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during pressurization, interluminal connection was observed, causing water to leak from the non-accessed luer adapter. The connection was isolated to between the 44cm and 45cm depth markings. The sample was bisected in the vicinity of the internal connection. Microscopic inspection of the web wall revealed a longitudinally aligned split. The split exhibited a coarse granular fracture surface. Longitudinally aligned scoring marks were observed in the vicinity of the split. The observed leakage was caused by damage to the catheter web wall. The fracture features and longitudinally aligned scoring marks were consistent with damaged caused by the flushing stylet during manipulation or removal. Such damage can occur if the catheter is not wetted prior to that manipulation/removal and if the catheter is bent or constrained. A lot history review (lhr) of reds3465 showed no other similar product complaint(s) from this lot number.